Manufacturer narrative:
Device was received with pump error 38 during rewind due to jammed motor gearbox. Unable to perform the displacement test, force sensor test, prime/ seating test, basic occlusion test and occlusion test due to error 38.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump received alarm which was indicated that no motor movement or negligible movement and retries to free a stuck motor failed. Customer was able to clear the alarm but unable to rewind insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.